Event description:
It was reported that the right ventricular (rv) lead had become dislodged and pulled out of the right ventricle. The rv lead was explanted and replaced successfully. It was further determined that the patient exhibited twiddler syndrome, and it was further confirmed via x-ray that the device seemed to be lower in the chest than at implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).